Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level too high for the meter to read due to a bent cannula. Customer treated with a bolus, and blood glucose level was 400 mg/dl by the time of the call. Caller also reported air bubbles in the tubing. The customer was shipped tubing clamps so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.